Event description:
The medical staff thought the pt had a [gastrointestinal] bleed in the stomach so they were checking for this during an upper esophagogastroduodenoscopy (egd) procedure. The pt did not have a bleed, but the medical staff decided to clip at the site located in the stomach anyway. A cook instinct endoscopic hemoclip was used. The clip was attached to the tissue site but would not release from the catheter [of the clip deployment device]. The clip could not be reopened. They eventually got the clip to release. The second cook instinct endoscopic hemoclip worked perfectly. The third cook instinct endoscopic hemoclip was attached to the tissue on a vessel but would not release from the catheter [of the clip deployment device]. The clip could not be reopened. The clip was ripped of which created tearing of the vessel. The medical facility is not sure if the physician heard the handle break [drive wire disconnected from handle] and then pulled [the clip away from the tissue] because the clip wouldn't come off [release from the deployment device].

Manufacturer narrative:
Investigation eval: the device was returned w/o the clip therefore a functional test could not be performed. The drive wire remains attached inside the handle, and the hook at the distal end of the drive wire is not broken. The drive wire moves freely in the sheath. A product-specific discrepancy that could have caused or contributed to this observed was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaints.